Manufacturer narrative:
The device has been received by anspach. The device was evaluated and met the temperature requirements. The event could not be duplicated therefore the event was not confirmed. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(4) stating that during routine inspection the device was "overheating and getting warm to the touch". The reporter stated that the device was not used in surgery. No injuries or medical intervention were reported. There was no additional information provided.